Event description:
It was reported that the customer experienced a blood glucose (bg) level of 44 mg/dl. Reportedly, customer was not delivering correction boluses and would let the pump deliver an auto-bolus. Additionally, customer's personal profile settings needed to be updated, causing auto-boluses to be too large for the amount of carbohydrates consumed. Bg was addressed via consumption of glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.